Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery icon was showing that battery was low and only had one line on newly replaced battery and customer requested assistance. Customer was advised to use a coin when changing battery cap and not a spoon. Customer reported that insulin did not work during the night causing high blood glucose of 405 mg/dl. Customer declined troubleshooting.